Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer had no previous reports of similar cartridge alarms, and it was confirmed that the pump would be replaced in a different case.